Manufacturer narrative:
Additional information received for this case reported that it was considered that the endoleak occurred through the left subclavian artery. The cause of the re-rupture of the aneurysm during the procedure event is undetermined but not thought to be device related. It was also reported that, post transfer to ICU the patient did not recover and expired on the same day. The physician determined that the aneurysm re-rupture during the procedure was the direct cause of the patient¿s death, and commented that any treatments would have resulted in the same outcome. It was reported that the physician did not suspect any relationship to the event and the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured thoracic aortic aneurysm of unknown size. It was reported that the patient presented emergently due to a ruptured thoracic aortic aneurysm. The patient was stabilized, and another manufacturer's guidewire was inserted via the right femoral artery and a pigtail catheter inserted via the left femoral artery. The valiant stent graft was then inserted via the right side. The patient's blood pressure dropped, and the blood pressure was raised by increasing the volume. The valiant stent graft was deployed at the left common carotid artery and angiography was performed. On the angiogram, an endoleak and extravascular blood leakage was observed. At this point, the patient's blood pressure dropped, and he went into cardiac arrest. While performing cardiac massage, coiling of the left subclavian artery was performed (this was thought to be the cause of the endoleak) and this succeeded in resolving the endoleak. The patient's heart rhythm and blood pressure returned to normal and he was moved to ICU, still intubated. As per the physician, the cause of the event was due to re-rupture of the aneurysm during the procedure. No additional clinical sequelae were reported, and the patient will be monitored by the physician.